Manufacturer narrative:
Device evaluation - the hex proximal tip, which was detached at the suture eyelet opening, was returned for evauation. It appears to have failed due to excessive torsional overload. This may have occurred due to partial driver engagement during insertion.